Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for calcium gen.2 (ca2) on a cobas c 303 analytical unit. The initial result was 0.56 mmol/l. The repeat result was 2.39 mmol/l. The repeat result was believed to be correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The ca2 reagent lot number and expiration date were not provided. A reagent-related issue can be excluded as qc was acceptable. The field service engineer (fse) found the rinse station was overflowing and the vacuum tubing was leaking. The fse replaced the rinse station tubing. Test runs were performed, and the instrument was functioning correctly. The service actions resolved the issue. The investigation determined that the issue found by the fse was the root cause of the event.